Event description:
It was reported that this left ventricular (lv) lead had exhibited elevated lv thresholds and was subsequently turned off. The lead remains in service. No adverse patient effects were reported.